Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No lot or serial numbers were communicated; device expiration date and : device manufacturing date are not available. UDI#: unknown; premarket (510k) number: unknown. Manufacturer name, model number and catalog number are unknown.

Event description:
It was reported the patient "was at work and feeling real tired, exhausted, does not feel like herself. This morning pump was beeping low volume so changed over, not sure if related to that or not." No further details provided. No patient injury was reported.